Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Results of investigation: vyaire field service technician went onsite and evaluated the device. Low mean airway pressure (circuit calibration failure) caused by drain tube from bellows being disconnected from water trap. Reconnecting tube circuit calibration passes. Performed 2000 hour preventive maintenance. Performed alarms check. Performance test passed. Ventilator meets factory specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that the circuit calibration and performance check both come in fine. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the device is not acting like the other units on the 3100 a ventilator . The customer reported that there was no patient involvement associated with the reported event.